Event description:
It was reported that the explanting facility does not return products for analysis; therefore no analysis can be performed.

Manufacturer narrative:
.

Event description:
It was reported that after vns implant the patient's seizures became less severe, but they were occurring more frequently. The increase in seizures was above the patient's pre-vns baseline frequency. It was reported that the seizure frequency was improved as the device settings were reduced and eventually programmed off. The device was eventually explanted due to lack of efficacy. Programming the device off and vns explant were done for patient comfort.